Manufacturer narrative:
On 9/29/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned. .unconfirmed/no return of device for evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Having issues with integra ent essar suction irrigation. Specifically the silicone valves are leaking. Silicone breaking down extremely fast.